Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 402 mg/dl, at the time of incidence. Customer's current blood glucose level was 521 mg/dl. Customer stated that they would take 20 units of bolus and like to stopped with insulin pump. The insulin pump will not be returned for analysis.